Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. Before the procedure, the patient had a subjective fever. Post-procedure, the patient experienced flank pain and was admitted for monitoring. The patient was then discharged one day post-procedure (pod01). There were no emergency department (ed) admissions within 30 days. Per physician's assessment, the event was not serious, was possibly related to the device, and causally related to the procedure. Additional information received on march 15, 2024: per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: block b5 has been updated based on the additional information received on march 15, 2024. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2330 captures the reportable event of flank pain. Impact code f08 captures the reportable event of "admitted for monitoring."

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2330 captures the reportable event of flank pain. Impact code f08 captures the reportable event of "admitted for monitoring."

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. Before the procedure, the patient had a subjective fever. Post-procedure, the patient experienced flank pain and was admitted for monitoring. The patient was then discharged one day post-procedure (pod01). There were no emergency department (ed) admissions within 30 days. Per physician's assessment, the event was not serious, was possibly related to the device, and causally related to the procedure.